Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 500 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 5 days later, (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.